Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. Abbott field service engineer (fse) investigated the issue on site and determined the cause to be an obstruction in the mixer wash cup. The fse resolved the issue by cleaning the mixer wash cup. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number (B)(4), was identified.

Event description:
The customer indicated falsely elevated results were generated while using the architect c16000 analyzer. The customer provided the following data for sid (B)(6). Sodium: initial 170 mmol/l (flagged as 'high'), retest 139 mmol/l (customer range 133-142) chloride: initial >150 mmol/l, retest 103 mmol/l (customer range 98-110). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.